Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Company representative reported the customer was hospitalized on (B)(6) 2014 with hyperglycemia. She stated the infusion device displayed an e4 occlusion error on (B)(6) 2014, and the customer changed the cartridge. The customer's blood glucose was above 600 mg/dl all night, and it was 584 mg/dl at 7:00 a.m. On (B)(6) 2014 she delivered a bolus, but her blood glucose did not decrease. Follow-up was completed with the customer. She reported the infusion device displayed an e4 occlusion error the day she was hospitalized, but she did not want to change the accessories as she just had the day before. She was treated with insulin injections at the hospital and was not capable of self- treatment. She reported the infusion device is currently "working fine." She declined to answer any further questions. No product will be returned for evaluation.